Manufacturer narrative:
Manufacturer's investigation conclusion: no further information was provided. The manufacturer is closing the file on this event. Although a root cause for the pump stops captured in the log file cannot be conclusively determined through this evaluation, they appear to be consistent with a potential compromise in the driveline. Pump stops were captured on 4nov2018, 9nov2018-11nov2018 while the system was connected to the mpu. On 14nov2018, another pump stop was captured while the system was connected to 14v batteries. These events corresponded to alarms for low speed and low flow hazard. Evaluation of the hmii lvad did not reveal any device-related issues. The pump was returned assembled with the driveline cut approximately 5.5¿ from the pump housing and the distal portion was not returned. The sealed inflow conduit and sealed outflow graft conduit were returned attached to their respective pump ports. The pump appeared to have been exposed to a fixative prior to receipt. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Visual inspection of the underlying wires did not reveal any signs of insulation breaches. The driveline was submerged in a saline bath for high potential testing to check for any current leakage through the wire insulation. No breaches were found. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The evaluation did not reveal any issues that would have contributed to the events captured in the log file. The entire driveline was not returned. The hmii lvad IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage.

Event description:
The patient received a transplant on (B)(6) 2018. The pump was returned for evaluation on (B)(6) 2019.

Manufacturer narrative:
Section b5: additional information. Section d4, d10, h3: correction.

Manufacturer narrative:
Approximate age of device - 3 years 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had multiple low flow alarms, particularly when manipulating the driveline and other cables. The patients history on system monitor shows vad stops. The patient had a previous driveline(dl) splice and repair 2 years ago. Placed on an ungrounded cable and admitted. Review of the log file by technical services showed pump stoppages on (B)(6) 2018 and (B)(6) 2018 while connected to the mpu. This may have been caused by a percutaneous lead shorting issue. Additional information received on (B)(6) 2018 stated that x-rays had been submitted. The driveline splice appears to about 4 inches long and begins approximately 2.5 inches from the skin. The review by technical services stated "the perc lead x-rays are unremarkable and the photo confirms there is not enough original perc led length remaining to allow for another external perc lead replacement. We do not have any other option to offer to resolve this issue. The only option remaining to resolve the issue is to exchange the pump." Additional information received on (B)(6) 2018 included a request for a log file review. Review of the log file by technical services showed two more pump stoppages on (B)(6) 2018 and another one on (B)(6) 2018. "The was on more on (B)(6) 2018" while the patient was on battery power. This was determined to be a phase to phase short. Technical services advised to attempt to keep the patient and the percutaneous lead still. No further information was provided.